Manufacturer narrative:
The product was not returned for evaluation. It was reported the cannula may not have been inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide, model: 18320, 18296-eng-aw rev b 06/18. Changing your pod chapter 3 / page 49: warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings chapter 4 / page 56: warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 450 mg/dl while wearing the pod between 4 and 24 hours. Mother was unsure if cannula was properly inserted into the infusion site (abdomen). For treatment, changed the pod at 12:00 am and bg levels started coming down at about 2:00 am.

Manufacturer narrative:
The returned device had a fully deployed soft cannula with no observable defects. Formed needled and needle mechanism showed no deformations that would contribute to the reported event. Although no issues were observed, the root cause for the event reported could not be determined. (Device available for eval: yes, date returned to mfg: 8/23/2019) the device had been received at the time of initial report. (Device returned to manufacturer? Yes) the device had been returned to the manufacturer at the time of initial report.